Event description:
The pt was implanted with a left ventricular assist device. The vad coordinator reported that the pt felt dizzy. The pt was admitted to the hospital to check labs and do a cat scan. The pt developed a pleural effusion. He was tapped, given fresh frozen plasma and they thought he developed a clot. Over the next few days the pt progressively deteriorated and was intubated. The family decided to withdraw support and the pt expired.

Manufacturer narrative:
The pt expired. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.